Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was detached from the connector end (swivel grip). There are no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: lot number details and date of expiration details were not received from customer. H4: date of manufacturing is unknown. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubings of two ojr412 optiflow junior 2 nasal cannulas was detached from the cannula. There are no reported patient consequences.

Manufacturer narrative:
(B)(6). Section d4: lot number details and date of expiration details were not received from customer. H4: date of manufacturing is unknown . Method: the subject devices, ojr412 optiflow junior 2 nasal cannulas were returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the analysis of the returned devices, and our knowledge of the product. Results: visual inspection of both the returned devices confirmed that the tubings had detached from the cannula end. Conclusion: based on the visual inspection of the returned devices, and our knowledge of the product, the reported event could have resulted from the cannula being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."